Event description:
It was reported that when the dr was preparing a sterile field at the pt's bedside to remove a wound drain, the dr noted a tear in the drain. The pt was taken to the or to have the drain removed. The drain was removed in one piece with no further complications reported. The drain has been in the pt approx two weeks.